Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-00694 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle pelvic floor repair kit (exact type unknown) during a procedure. The nature and date of onset of the patient complications, if any, are unknown. All other information is unknown and reportedly unavailable.